Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, low flows and suction alarms occurred. Repositioning of the catheter did not resolve the pump flow. As a result, the decision was made to explant the device and replace it with a new impella cp device. Upon explantation, biomaterial was observed in the inlet cage, cannula, and the sheath. The procedural outcome was that the patient survived.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.